Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is confirmed. The root cause is a failed circulation pump. The device was evaluated upon receipt. During inspection, the circulation pump command was at 100 percent, but the flow rate was measured low at 0.7¿1.2 lmin. Pump replacement is required. (Arctic sun stat) 01 patient line open, (arctic sun stat) 02 low flow. Circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A review of the risk document was reviewed for this investigation. The risk documentation was addressed in step d166. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 2 has occurred. Alarm 2 is the low flow in an arctic sun device. The flow rate was less than 50 percentage of the maximum flow rate measured since the last power on or empty pads, or the flow rate was less than 300 ml per minute. Per review of wo on 09apr2026, there was no patient involvement.